Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 12f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was observed that tip of the dilator was split while inserting the device into the patient's groin. The delivery sheath made contact with the guidewire prior to noticing the split tip. The device was removed from the patient and replaced with a new 12f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of tip of dilator being split while inserting into patient's groin was reported. The delivery sheath made contact with the guidewire prior to noticing the split tip. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.